Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced a high blood glucose level of 600 mg/dl. The customer treated the high blood glucose with an insulin pen. When they took the set out they found that the cannula looked kinked. The following day they got a new set and it was fine but during the morning the set came off. The device will not return for analysis.